Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 85 mg/dl and the sensor glucose reading was 40 mg/dl that triggered the insulin pump to suspend. Troubleshooting was performed. Customer was advised a replacement will be sent. The sensor will be returned for analysis.